Event description:
The customer reported that an 840 ventilator was inoperable no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board assembly (pcba). The device passed all tests.

Manufacturer narrative:
Covidien reference no. (B)(4).